Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high and low blood glucose (bg) levels (24-297 mg/dl). Juice was consumed to address the low bg and a correction bolus was delivered to address the high bg. The customer thought that the fluctuating bg level was due to an illness and steroids. The customer declined tandem technical support's offer to troubleshoot. Reportedly, the fluctuating bg levels was discussed with a healthcare provider.